Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for schedule follow up. Upon interrogation, the right atrial lead exhibited noise. Isometric testing and pocket manipulation was performed and the noise was not reproducible. No programming changes were made due to infrequent events of noise. The patient would continue to be monitored.